Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: ppae (stroke): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 63-year-old male patient with acute myocardial infarction (ami) and cardiogenic shock (cgs). The patient¿s clinical state prior to initiation of support was consistent with scai stage b shock. During support, the patient developed an acute to subacute bilateral ischemic stroke, confirmed by MRI, with the largest territory in the right occipital region and additional involvement of the right temporal and left cerebellar areas. The patient remained alert and was able to follow simple commands. The stroke etiology was determined to be embolic, and the injury was attributed to the impella device. Other medical devices in use at the time of support included continuous renal replacement therapy (crrt). Contributing clinical factors included a prolonged period of sub therapeutic ptt in the ICU prior to initiation of systemic heparin. Placement was not verified by echocardiography at the time of the injury. The device was not removed due to the event and the patient survived to explant. Sub therapeutic anticoagulation and concurrent crrt use represent contributing factors that may have increased the risk for thromboembolic events. Stroke is a known risk associated with impella cp per the instructions for use (IFU).